Event description:
It was reported to boston scientific via an article published in bju int that a prospective single-centre study was conducted using patient data, that were treated between march 2017 and november 2018 using rezum therapy. The patients were diagnosed with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). A total of 210 men were included and have been followed up to 12 months. Outcome measures, including maximum urinary flow rate (qmax), post-void residual urine volume (pvr) and prostate volume. Regarding patient complications, six patients reported de novo dry ejaculation after the procedure, twelve patients had a post-treatment urinary tract infection (uti) requiring antibiotics (one requiring hospitalization), with one patient suffering persistent prostatitis. Two patients required a reintervention for secondary hemorrhage requiring bladder washout. Also, two patients required a second procedure within the first year due to persistent or deteriorating symptoms. The qmax and pvr significantly improved at 3, 6, and 12 months after treatment. Additionally, prostate volume decreased by 33% compared to baseline. Patient-reported outcomes showed significant improvements in both international prostate symptom score (ipss) and quality-of-life scores at 3, 6, and 12 months. Erectile function (iief-5) also improved significantly, with no cases of new erectile dysfunction. Additionally, 88% of patients passed their initial catheter trial, and 96% were catheter-free post-treatment; the remaining 4% had pre-existing catheterization.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Correction to field h6. Patient codes, coding urinary retention added. Johnston, m. J., noureldin, m., abdelmotagly, y., paramore, l., gehring, t., nedas, t. G., rajkumar, g., emara, a., and hindley, r. G. (2020). Rezum water vapour therapy: promising early outcomes from the first UK series. Bju international, 126(5), 557-558. Https://doi.org/10.1111/bju.15203. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Johnston, m. J., noureldin, m., abdelmotagly, y., paramore, l., gehring, t., nedas, t. G., rajkumar, g., emara, a., and hindley, r. G. (2020). Rezum water vapour therapy: promising early outcomes from the first UK series. Bju international, 126(5), 557-558. Https://doi.org/10.1111/bju.15203 b3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in bju int that a prospective single-centre study was conducted using patient data, that were treated between march 2017 and november 2018 using rezum therapy. The patients were diagnosed with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). A total of 210 men were included and have been followed up to 12 months. Outcome measures, including maximum urinary flow rate (qmax), post-void residual urine volume (pvr) and prostate volume. Regarding patient complications, six patients reported de novo dry ejaculation after the procedure, twelve patients had a post-treatment urinary tract infection (uti) requiring antibiotics (one requiring hospitalization), with one patient suffering persistent prostatitis. Two patients required a reintervention for secondary hemorrhage requiring bladder washout. Also, two patients required a second procedure within the first year due to persistent or deteriorating symptoms. The qmax and pvr significantly improved at 3, 6, and 12 months after treatment. Additionally, prostate volume decreased by 33% compared to baseline. Patient-reported outcomes showed significant improvements in both international prostate symptom score (ipss) and quality-of-life scores at 3, 6, and 12 months. Erectile function (iief-5) also improved significantly, with no cases of new erectile dysfunction. Additionally, 88% of patients passed their initial catheter trial, and 96% were catheter-free post-treatment; the remaining 4% had pre-existing catheterization.